Event description:
The rv lead impedance was below 200 ohms. It was suspected that the patient may have received an inappropriate shock due to noise. There was noise present when the pocket was touched. ICD therapy was turned off. The patient declined lead replacement. This device remains implanted. If additional information should be received this file will be updated.

Manufacturer narrative:
(B)(6)2017 - corrected implant date. We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the data you provided. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available iegm extract showed the presence of noise on the rv channel as reported in the complaint description (see figure 1) in spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.